Event description:
It was reported that the r waves and t waves were approximately the same size at very low amplitudes. The lead was repositioned to provide better sensing. The system remains implanted.